Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they could not get their device to stop alerting for check blood glucose level. The customer's blood glucose level was 455mg/dl. The customer states their levels are die to do family member passing away. The customer states they are not worried about pump not delivering insulin. The customer was assisted with turning off alert. No further assistance needed at this time.